Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): the clip was not well positioned on the tip of the needle. Needle stick injury.

Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). No sample has been returned for investigation. A follow up report will be provided after the statement from the manufacturer is available.